Event description:
Our rep is reporting to us that during an arthroscopic meniscal repair, the omni span meniscal applier and the inserter needle were damaged while the surgeon was attempting to deploy the fastener device. The barrel of the applier became bent and the inserter needle also became bent and fell off of the applier into the pt's joint space. The device was easily removed from the body, and at this point in time, the surgeon deemed that the pt's tissue quality was too poor to proceed with fixation; for remedy, the surgeon chose to perform a menisectomy to correct the problem based on his assessment of the pt's tissue quality. The procedure was concluded successfully without further issue or harm to the pt. The surgeon is attributing this issue to his technique or approach and not to any deficiency of the device. The devices were disposed off at the facility as...

Manufacturer narrative:
The issue was, admittedly, technique driven and not related to any deficiency or anomaly of the device. The procedure was concluded successfully without any pt harm. A review into the mitek complaints system revealed no other complaints similar complaints for this lot of devices that were released to distribution. At this point in time, no corrective or further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.